Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper endoscopy procedure performed on an unknown date. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2021. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an upper endoscopy procedure performed on an unknown date. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.